Manufacturer narrative:
Patient information was not provided for reporting. This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Date of implant is unknown. It is unknown if the broken screw was successfully explanted on (B)(6) 2017. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. This report is for one (1) unknown screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during removal of the plate on (B)(6) 2017, the screw broke. Patient and surgery outcome were not reported. This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).

Event description:
It was noted the device was being removed during a planned removal procedure. The screw broke after the head. Reportedly there was a surgical delay due to the breakage, but the length of the delay is unknown. All the broken fragments were removed from the patient and reportedly there was no patient harm. Concomitant device reported: plate (part/lot unknown, quantity 1)

Manufacturer narrative:
Patient height reported as (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Partial part number: 04.210.1xx provided. A product investigation was completed: the received screw was found broken between the screw head and the screw shaft. Furthermore, there are several mechanical damages visible on the surface. The relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The manufactured and current revisions of the drawings could not be performed, as specific article and lot numbers are not known. The material review could not be performed, as specific article and lot numbers are not known. Our investigation has shown that the complaint condition for the received screw is confirmed. Because of the damage, it is not possible to measure the relevant dimension. This damage is clearly caused post manufacturing. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information. It is likely that a mechanical overload situation during use could lead to the breakage. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected corrected data: on previous follow up reported as june 06, 2018, but should have been june 01, 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.